Event description:
The surgeon had performed a patellofemoral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. About two months after the procedure, the pt fell, hyperflexed the knee, and stretched out the medial ligaments. The surgeon tried to repair and tighten the medial ligaments, but did not succeed. The surgeon determined a total knee revision was required.

Manufacturer narrative:
No add'l eval was completed by mako in this case. The revision was required because the pt experienced a fall, which led to the injury necessitating the revision. There is no evidence that the rio or implant system contributed to the event.